Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose, no delivery alarm and hospitalization. Customer's blood glucose level was 152 mg/dl. Customer experienced nausea, vomiting and some abdominal pain. Customer's mother was not sure the reason for the patient's hospitalization and advised the patient had a very active life style. Customer's mother advised the insulin pump over delivered insulin at times and it has happened about 3 or 4 times in less than 1 year. Customer advised during the prime process a large amount of insulin has squirted out. Customer was wearing the insulin pump at the time of the emergency room visit.